Event description:
The customer contacted baxter's technical service center to report an issue of a leak on a non-specified pd catheter used in conjunction with a titanium adapter. The physician stated that there was perforation on the peritoneal dialysis (pd) catheter, however it was not clear whether the perforation was caused by a pd catheter defect or by titanium adapter. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported condition of leak was not confirmed during sample evaluation. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Since the lot number is unknown, no batch review will be performed. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.